Event description:
The surgeon was performing a right colectomy as a result of abnormal polyps and a lesion found during a colonoscopy. During the initial procedure, there were no issues with the device. A leak/bubble test was performed and no leaks were observed. In addition, the surgeon inspected the staple line and it appeared to be intact. Three days post op, the patient began to exhibit signs and symptoms of sepsis. The patient was taken back to surgery and the surgeon observed that some staples were missing on the anterior side of the anastomosis. The surgeon resected the staple and created a new anastomosis. The patient tolerated the procedure without any reported complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right colon resection procedure the procedure went fine. A leak test was performed and the leak test was fine. Three days post-op there was a leak at the anterior side of the anastomosis. It is unknown how the leak was detected. The patient was taken back into the or and the surgeon stated that there were no staples where the leak had occurred. It is unknown how the leak was repaired. The patient is stable. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.